Event description:
Customer stated insulin exiting the tubing and then going back up into the tubing. Customer also stated they had a few problems with every set up out of the box and they had 3 left in the box. Unable to test for leaks. Explained replacement box of product will be sent, along with blue tubing clamp to test for leaks.